Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter broke during the insertion process. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Device history records were reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the manufacturing process. One groshong 9.5f d/l catheter in two segments was returned for evaluation. Visual, microscopic, and dimensional evaluations were performed. The investigation is confirmed for a catheter break, as the red and white extension legs were found broken off from the bifurcation hub. The two ends of both the red and white legs were found to be finely granular, with evidences of cloudiness/clear material at the ends and a definite ring near the tip of the red lumen, consistent with adhesive or similar. The definitive root cause could not be determined based upon available information. However, the report that the catheter broke during insertion and the location of the break and the break surfaces of the two extension legs are consistent with a break due to pulling forces during tunneling. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 01/2023).

Event description:
It was reported that the catheter broke during the insertion process. Another device was used to complete the procedure. There was no reported patient injury.